Manufacturer narrative:
One collection cassette and tubing was received in an unknown sterilization bag. The original packaging was not returned. The part number and lot number could not be verified or determined. The assembly was dirty with fluid in the lines. Visual inspection found the IV spike and a small section of the irrigation line had been cut off and was not returned. Functional testing could not be performed due to the damage. It could not be determined if the I v spike and tubing came to be "separated" during use.

Manufacturer narrative:
Product has been requested for evaluation however it has not yet been received. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
Tubing disconnected while changing the aspiration/irrigation handpiece. There was no consequence for the patient but this prolonged the duration time of the surgery.